Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice due to high blood glucose level. Customer stated they were brought to the hospital on (B)(6) 2017 with over 600 mg/dl blood glucose and on (B)(6) 2018. Customer's blood glucose was 124 mg/dl at the time of the call. Customer had symptoms such as passing out and temporary blindness due to high reading. The customer was wearing the insulin pump at the time of admission. The customer was treated with insulin drip and confined at the intensive care unit. Customer also reported that the insulin pump has been going on and off and would reset after it came back on. Troubleshooting was performed and the display returned after inserting a new battery. The insulin pump will be replaced as the customer mentioned the buttons of the device are hard to press which has a separate report.